Manufacturer narrative:
The received device had the cannula assembly fully deployed and formed needle fully retracted. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of a damaged cannula. Inspection of the needle mechanism components found no damages or manufacturing deficiencies that would result in the needle deploying early. The download data showed that the pod completed both priming sequences with an expected number of pulses, ran for 538 pulses and delivered several boluses before being deactivated by the user.

Event description:
It was reported by the patient that pod's cannula ejected indicating a needle mechanism failure. The pink slide did not move forward and the cannula was visible. It was also reported that the cannula was bent. The blood glucose levels reached >250 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.